Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that remote monitoring was disabled. Technical services discussed that this was a false positive alert related to a software update and magnet application. It was recommended to interrogate and/or program this device using a wand, as wandless telemetry is no longer available for this device. No adverse patient effects were reported. Currently, this crt-p remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that remote monitoring was disabled. Technical services discussed that this was a false positive alert related to a software update and magnet application. It was recommended to interrogate and/or program this device using a wand, as wandless telemetry is no longer available for this device. No adverse patient effects were reported. Currently, this crt-p remains in service. According to additional information, a new software update successfully re-enabled telemetry and remote monitoring.